Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of worsening mr appears to be related to the slda. The reported dyspnea appears to be related to the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information has been obtained: no additional treatment or intervention has been performed for the single leaflet device attachment (slda). The patient experiences shortness of breath, which worsens with humidity.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the implanted clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, one mitraclip was implanted without issue, reducing the degenerative mitral regurgitation (mr) from grade 4 to 2+. During the 30 day follow-up visit, on (B)(6) 2016, echocardiogram revealed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment). The mr had increased back to grade 4. The patient was asymptomatic and felt good. Another mitraclip procedure is planned as treatment. There was no additional information.